Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed an unknown "ER" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The cca was advised the patient manages his diabetes with metformin pills (500 mg). The patient continued to take his usual dose of medication. On (B)(6) 2011, a couple days after the alleged issue begun, the patient claimed he felt a symptom of dry mouth. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was the first time the subject meter was being used for testing. The cca walked the patient through resolving the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.